Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that the bd 3ml syringe luer-lok¿ tips with bd precisionglide¿ needles experienced a needle that was loose/pulled out of hub. Product defect was noted during use. The following information was provided by the initial reporter: verbatim: consumer stated, the needle feel completely off when drawing up medication lot: 9275576 catalog: 309570 date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 3 ml syringe luer-lok¿ tips with bd precision glide¿ needles experienced a needle that was loose/pulled out of hub. Product defect was noted during use. The following information was provided by the initial reporter: verbatim: consumer stated, the needle feel completely off when drawing up medication. Lot: 9275576, catalog: 309570, date of event: (B)(6) 2020.